Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringe flu plus 0.25-1ml var dose 23x1 experienced missing scale marking. The following information was provided by the initial reporter: up to 10 syringes in each box of 200 noted not to have any marking on the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/21/2021. H.6. Investigation: a device history record review was performed for provided lot number 2006405. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both pictures and the physical sample were returned for evaluation by our quality engineer team. Through examination of the pictures sample, the syringe was found to have no scale printed on the barrel. The process used to print the scale uses a roller system to transfer the ink onto the barrel. An unexpected malfunction in this process must have occurred for this incident. When an error occurs with the scale marking system, the machine stops automatically and the operator has to remove any defective syringe product. It has been determined that this incident resulted due to human error, as the defective syringe was not appropriately discarded. H3 other text : see h.10.

Event description:
It was reported that 10 syringe flu plus 0.25-1ml var dose 23x1 experienced missing scale marking. The following information was provided by the initial reporter: up to 10 syringes in each box of 200 noted not to have any marking on the syringes.